Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 424 mg/dl. The customer¿s current blood glucose value was 292 mg/dl. The customer did not experience any symptoms of high blood glucose value. It was unknown if the customer was using auto mode or not at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that the insulin pump alarmed insulin flow block. The customer stated that the insulin exit tubing. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit but insulin pump again alarmed insulin flow block. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.